Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received any reload used during the procedure. However, isi has received the curved-tip stapler 30 instrument (pn: 470530-08 // ln: t10190829 0074) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed. The instrument was found to have a firing failure based on log review yet the root cause was not determinable. The instrument was installed on an in-house system and passed the initialization test. The instrument clamped and fired successfully. The instrument was found to have one partial fire with a green reload. There were two completed fires and one incomplete fires. An additional finding revealed the instrument was found to have the yaw plate broken. Yaw plate web was bent outwards towards the clamp cardan. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The root cause of this failure was not attributed to the product. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted on 18/feb-2021 and again on 04-mar-2021 and did not show any additional complaints related to this event. System error log review was conducted on 04-mar-2021 for a procedure on (B)(6) 2021 on system (B)(4). While a firing failure was recorded for curved-tip stapler 30 instrument sn: (B)(4), there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Endowrist curved-tip stapler 30, pn: 470530-08 // ln: t10190829 0074 // sn: (B)(4) was used twice in this procedure and had 2 of 50 uses remaining. A single use stapler 30 green reload pn: 48630g-04 // ln: m90190909-0489 and a single use stapler 30 white reload pn: 48630w-04 // ln: m91200224-0859 were also recorded. All reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against those instruments. An advanced failure analyst (afa) engineer conducted stapler log review and photo review and the following was found: stapler log review: logs show that endowrist curved-tip stapler 30 pn 470530-08 // ln: t10190829-0074 fired two reloads; one white, followed by one green. The white reload firing was completed. The firing of the green reload resulted in a partial fire at 40% completion. There was one incomplete clamp in two clamp attempts on this install that had a partial fire. Photograph review: the pictures show a green endowrist 30 reload with an exposed blade that aligns fairly closely to the 40% completion in the logs. There is also a green sureform 45 reload shown next to the endowrist 30 reload that also has a blade exposed. Logs show that the firing that immediately preceded the endowrist 30 partial fire was a firing with a green sureform 45 that resulted in a ¿tissue too thick to continue firing failure¿, or partial fire, at 65% completion. The alleged product issue does not meet the criteria of a reportable malfunction. While log review confirmed an incomplete clamp, there was no report or evidence of an unclamping failure. The curved-tip stapler 30 instrument and the stapler 30 green reload were inspected prior to use and no issues were noted. The curved-tip 30 stapler instrument performed as intended up until the reported event. There was no report of any unclamping issue and no report of reload stuck on tissue. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. However, this event is considered a reportable adverse event due to post-operative complications and follow-up treatment. The patient was initially discharged home with a chest tube and later returned to have it removed and another was placed thereafter due to symptoms of post-operative pain related to, ¿empyema, or pus¿ which resulted in placement of another chest tube and admission to the hospital. The patient was discharged home with a chest tube and was prescribed antibiotics. The patient returned for an office visit, at which time the chest tube was removed. At this time, the root cause of the reported post-operative complications with subsequent treatment is unknown.

Event description:
It was initially reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the surgeon clamped down to 100% with the curved-tip 30 stapler instrument and fired a stapler 30 green reload, but it did not complete the fire. The customer removed the curved-tip 30 stapler instrument after they received an error message. The customer replaced the curved-tip 30 stapler instrument with an ethicon stapler instrument and completed the procedure with no reported injury. On 04-mar-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted pulmonary wedge resection procedure, the surgeon was working with bronchus tissue and clamped down to 100% with an endowrist curved-tip stapler 30 instrument and fired a stapler 30 green reload, but it did not complete the fire and malformed staples were observed. The customer received error messages of ¿unable to complete fire¿ and ¿blade may be exposed¿ at the time of the event. The issue occurred at the second firing of the curved-tip stapler 30 instrument. The curved-tip 30 stapler instrument was removed and a backup third party ethicon stapler instrument was applied. The surgeon performed a leak test under water at the end of the procedure and confirmed that there was no active leak from the bronchus. The procedure completed robotically with use of a backup ethicon stapler instrument. The patient was reported as currently recovering at home. There were reports of post-operative complications and subsequent medical treatment, including hospitalization. The da vinci procedure was performed on (B)(6) 2021. The patient was in the hospital for two days and was discharged home with a chest tube on (B)(6) 2021. The chest tube was removed during a follow-up office visit on (B)(6) 2021. The patient went back to the hospital emergency room (ER) on (B)(6) 2021 due to pain related to, ¿empyema, or pus¿ which resulted in placement of another chest tube and admission to the hospital. The patient was discharged home with chest tube on (B)(6) 2021 and was prescribed antibiotics for a course of 10 days. The patient returned for an office visit on (B)(6) 2021 at which time the chest tube was removed. The cause of the empyema was unknown. The patient was reported as recovering at home.